Manufacturer narrative:
The insulin pump was received with an intermittent button response due to the corroded keypad traces. There were no button error alarms noted. The pump was received with minor scratches on the lcd window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump and none of the buttons will respond when they press esc or act. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.